Manufacturer narrative:
The DHR subject of the lot number was reviewed and no issues were noted. Steris has made multiple attempts to contact the user facility to obtain information regarding the reported event however, the user facility will not respond. A follow up report will be submitted should additional information becomes available.

Event description:
The user facility reported a verify steam integrating indicator leaked within a pouch during a cycle. No report of injury or procedural delay or cancellation.